Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the replacement post pump line was perforated inside the y multi connector. The leak was due to the line perforation. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the replacement line of a prismafex m100 set was observed to be damaged and leaked during priming. There was no patient involvement. No additional information is available.